Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Implanted:unk. Explanted:unk. Device evaluation : lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that cc4204a, +22.50 diopter, intraocular lens was implanted and removed, there was a capsular tear. Another lens was implanted with no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.